Manufacturer narrative:
The service repair technician (srt) replaced the oxygen (02) nipple. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly. (B)(4) / medwatch #1828100-2018-00292.

Event description:
The product surveillance technician (pst) reported that during routine testing of the device at the service center, the electronic patient gas system (epgs) had an air leak at the air input connection. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) replaced the male tube fitting not the oxygen (o2) nipple that was previously reported. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.